Event description:
It was reported that during the implant attempt, the lead dislodged following the catheter being slit. The lead was not used and a smaller diameter lead was implanted that would work better for the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator, (B)(6) 2012. (B)(4).